Manufacturer narrative:
H.6. Investigation: one sample was received for quality investigation. The customer complaint of foreign matter was verified by visual inspection. Upon evaluation of the drip chamber on the infusion set, foreign matter within the drip chamber body was observed. The sample was sent to the supplier for further investigation. It was determined that the foreign matter was not embedded into the drip chamber body, but was within the drip chamber. An infrared analysis was conducted at the supplier, and it was determined that the foreign matter is constructed from pvc material. A device history record review for model 2420-0007 lot number 21026491 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 10dec2019. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The supplier conducted a batch review of the lots that the drip chamber was constructed and there were no records of internal contamination. The root cause for the issue seen in this complaint could not be fully determined, however the probable cause is an isolated event during the manufacturing process. The green foreign matter is located within the drip chamber and therefore was created during the manufacturing process of the drip chamber. The supplier has conducted an investigation to determine if the issue is a systematic issue but could not determine the source of the pvc during review of the construction and assembly process. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter with lot #21026491 regarding item #2420-0007. H3 other text : see h.10.

Event description:
It was reported that green foreign matter was seen in the as lvp 20d 2ss cv drip chamber while beginning to prime medication. The following information was provided by the initial reporter: "it was reported that the patient was being admitted to antepartum unit and has orders to be placed on 75ml/hr lactated ringers. Nurse at bedside to administer. Medication scanned per policy. Sterile procedure followed to spike fluid. When attempting to prime the line, this nurse noted something green within the drip chamber. This nurse immediately discontinued attempts to prime medication. They were unable to identify green object with in the drip chamber. The charge nurse made aware of findings. Medication was never attached or administered to the patient."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that green foreign matter was seen in the as lvp 20d 2ss cv drip chamber while beginning to prime medication. The following information was provided by the initial reporter: "it was reported that the patient was being admitted to antepartum unit and has orders to be placed on 75ml/hr lactated ringers. Nurse at bedside to administer. Medication scanned per policy. Sterile procedure followed to spike fluid. When attempting to prime the line, this nurse noted something green within the drip chamber. This nurse immediately discontinued attempts to prime medication. They were unable to identify green object with in the drip chamber. The charge nurse made aware of findings. Medication was never attached or administered to the patient."